Event description:
A (B)(6) distributor contacted zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (would not power up) is being investigation. As received, the monitor failed incoming testing. A root cause investigation is underway. A supplement report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.